Event description:
During t2 tibia nail extraction, the nail could not be extracted. The surgeon inserted the short end cap and finished the surgery. The nail was implanted about 4 years before and the extraction was performed because of the foreign body sensation.

Manufacturer narrative:
Device remains implanted. If the device or additional information becomes available it will be reported on a supplemental report. Unk catalog number as reported: 1822-xxxxs, t2 tibial nail.